Event description:
The customer reported that she was in the hospital being treated for high blood glucose levels, and her insulin pump was stolen. The reported blood glucose reading was 1300 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.